Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. It was reported that at the onset of the event, the pump was infusing prialt (5.0mcg/ml at 1.2512 mcg/day), morphine (15.0mg/ml at 3.753 mg/day), and bupivacaine (30.0mg/ml at 7.507 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-apr-30. It was reported that the pump was refilled with prialt on 2019-mar-20 and was reprogrammed with an increased rate on 2019-apr-05, 2019-apr-18, and 2019-apr-25.

Manufacturer narrative:
Previously reported method codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. The relatedness to the drug (fentanyl) was possibly related and the drug action that caused the event was added new drug. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the rate was increased on , (B)(6). On (B)(6) the rate and concentrations were changed. On 2019-jul-17 baclofen was added to the pump. On , (B)(6) the rate was increased. On (B)(6) the concentrations were changed. No further complication was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration and compounded fentanyl with an unknown dose and concentration via an implantable pump for spinal pain. It was reported therapy was suspended and the pump was filled with saline on (B)(6) 2018. The therapy resumed and the pump was filled with morphine on (B)(6) 2018. On (B)(6) 2018 the patient had experienced episodes of overdose, withdrawal, and side effects since the pump was replaced in (B)(6) 2018. The patient reported severe pain that had not been controlled since pump replacement and that the pump medications "were never fixed" before leaving (B)(6) to go spend time in (B)(6). On (B)(6) 2018 the patient reported a hcp in (B)(6) filled the pump with saline three weeks ago and last week refilled the pump with morphine. The patient was scheduled for an appointment on (B)(6) 2018, but did not present as they were unable to travel. The patient returned to clinic on (B)(6) 2018 where no changes were made to the pump. Interrogation revealed the patient's pump had been filled with saline (last programmed on (B)(6) 2018). The patient returned to clinic on (B)(6) 2018 and therapy was resumed and the pump was filled with fentanyl. The catheter access port (cap) dye study was performed and revealed a functioning catheter. On (B)(6) 2018 the patient reported severe headache. The patient believed the headache started following a pump replacement in (B)(6) 2018. The patient was receiving behavioral treatment in (B)(6) and the patient's wife inquired where to travel for evaluation. As the hcp were out of town, the patient was advised to travel for evaluation. It was stated that on (B)(6) 2018 the patient was traveling for evaluation. No action was taken at this time. It was noted that the exact cause of the event was unknown and therapy was suspended at time of report. The outcome of the event was noted as ongoing. Event resulted in an unscheduled clinic or office visit. The clinical diagnosis was uncontrolled pain headache. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The etiology of the headache event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6). It was noted that the exact side effects were not mentioned. No further complications were reported/anticipated.